Manufacturer narrative:
The insulin pump passed displacement test. However, unit alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device was received with cracked display window, cracked case at display window corners, cracked battery tube threads, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump keeps alarming when she is changing her infusion set. Customer's blood glucose is 183 mg/dl. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.